Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Information has been received from the customer for the initial reporter. No other information will be provided and device is not being returned.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the inability to retrieve the device, the relationship between the subject device and the culture positive event cannot be confirmed. The device was not sent from the facility therefore an inspection was not conducted and the condition of the device was unknown. No information was provided, therefore the detailed results of the culture tests and the reprocessing method of the device is unknown. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Additional information, including initial reporter, is not yet available for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported by the customer, the device was contaminated. There is no reported harm to any patient.